Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
It was reported that the patient was experiencing random beeps and loose connections on the controller. The controller was not returned for evaluation. Review of the manufacturing records confirmed that the associated device met all requirements for release. Failure analysis of the device was not performed since the unit was not returned. Applicable risk documentation and experience with events of similar circumstances were considered;  a possible root cause of the reported loose connectors can be attributed to inadequate thread lock, an inconsistent thread lock cure time and an inadequate torque application during the assembly process. Log file analysis revealed several premature power switching events due to momentary disconnections and/or communication errors between the controller and batteries. However, the reported beeps are most likely attributed to momentary disconnections. The most likely root cause of the reported beeps can be attributed to momentary disconnections between the controller and batteries. Note: the controller, (B)(4) did not have the smr software installed. The manufacturer has opened an internal investigation to evaluate momentary disconnections. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by the patient that the controller exhibited beeping and loose connections. The controller was exchanged. No patient complications have been reported as a result of this event.